Event description:
The pt received his scs system on (B)(6) 2010. It was reported that he is experiencing pain at the ipg site. The reported discomfort is present regardless of the stimulation's function and seems to intensify when the pt moves or changes body position. There appear to be no visible signs of irritation at the ipg site. Diagnostic impedance measurements were normal for all contacts. No further info is available at this time.

Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: review of the device history record found a nonconformance; however, the nonconformance was identified as a cosmetic issue and did not affect product integrity or product functionality and was approved for use. The DHR anomaly is not related to the alleged device failure. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. The lead passed all functional testing. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.